Event description:
Remanufactured covidien pulse oximetry probes noted to have exposed wires near connection to patient. This was reported by the manager of nicu and she stated it is becoming more of a problem. No harm noted, but potential safety concern for staff and patients.